Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Therefore, a physical investigation was not possible. However a picture was provided, which shows the helix standing outside of the catheter tip - the root cause of this kind of failure picture could be a broken helix. But as no physical sample was received there was not enough information to confirm the broken helix, or the mechanical jam, or the retraction problem. The user report contains information regarding these three failure modes of the catheter. Therefore the investigation is inconclusive for the reported issue. A clear root cause could not be identified but a blockage of the catheter and a broken helix represent a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in left lower extremity popliteal artery via antegrade approach to treat thrombosis, the catheter allegedly got stuck and was unable to be removed. It was further reported that, guide wire and catheter were removed out of the body as a single unit. Reportedly, the catheter tip spring was allegedly separated from the catheter and the tip of the catheter was allegedly found deformed. The procedure was completed replacing another catheter of same specification. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure in left lower extremity popliteal artery via antegrade approach to treat thrombosis, the catheter allegedly got stuck and was unable to be removed. It was further reported that, guide wire and catheter were removed out of the body as a single unit. Reportedly, the catheter tip spring was allegedly separated from the catheter and the tip of the catheter was allegedly found deformed. The procedure was completed replacing another catheter of same specification. There was no reported patient injury.